Event description:
During baxter's evaluation of this spectrum pump, evidence of tampering was found. The input/output printed circuit board (I/o pcb) and processor printed circuit board (pcb) were identified to belong to a different device. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. When the device was powered on, serial number (B)(4) displayed. Review of the device history records show both the I/o pcb and processor pcb belong to another device. This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.